Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection and leakage (wetness) at the connection of the red clamp line of the homechoice cassette and the heater bag that led to this alarm. Renal therapy services (rts) assisted the caregiver (cg) with ending the therapy session and advised the cg to contact the patient¿s pd registered nurse to report the incomplete therapy. Rts advised the home patient to drain using manual supplies. Proper procedures per the user manual were reviewed with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - (B)(6). Vantive healthcare - (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection and leakage from the red clamp line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.